Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient allegations of pain and loss of ability to engage in normal activities. Review of invoice history confirmed initial surgery date. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.